Event description:
Patient experienced device component detachment a day or two after implantation. He reports he was able to feel the screw cap floating around in his back which was extremely painful and uncomfortable while laying down. X-rays have shown the screw had migrated to his shoulder blade.